Event description:
The customer reported that she jumped into a pond and noticed her insulin pump had a crack from the left corner of the screen down to where the battery goes in. The water filled in the insulin pump's screen. The insulin pump was randomly vibrating and was not working after she jumped into the pond. Customer's blood glucose level was 93 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.